Event description:
Note: this report pertains to two spyscope ds ii catheters and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that the two spyscope ds ii catheters and a spyglass ds controller were used in the common bile duct during a cholangioscopy for biliary obstruction procedure performed on (B)(6) 2022. During the procedure, the image from the spyscope ds ii was lost approximately five minutes into the procedure, three dots appeared, and controller was not working correctly. A second, spyscope ds ii was used; however, same problem occurred. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that there were elevator marks along the shaft of the catheter. An image assessment for visualization was performed. Upon plugging the device into the controller, a live image was displayed. The device was fully articulated in all directions and no impact to the image was seen. X-ray imaging of the distal tip showed no problems with the redistribution layer (rdl). No camera wire damage was observed near the distal end or in the pebax region of the catheter. X-ray imaging of the handle showed no problems with the printed circuit board assembly (pcba) or camera wire damage in the handle and around the strain relief. The handle was opened and the components within were visually inspected. There was procedural residue left over observed in the plastic optic fibers (pof). Visual assessment of the camera wires near the pcba showed that there were no problems. The bond of the glue feature to the pcba was inspected; tweezers were used to wiggle the glue feature. The connection of the camera wires to the pcba was also inspected by slightly lifting the bottom of the glue feature for each of the four camera wires using the tip of the tweezers. No impact to image was seen after these interactions. A saline test was conducted and after insertion of saline, enough to reach the handle, the image displayed no problems. The handle was then closed and positioned vertically to mimic procedural conditions when saline would reach the handle. Saline was inserted again with the handle at the vertical position with the catheter horizontal to the ground; no impact to image was seen. The distal tip of the catheter was articulated during insertion of saline to further promote saline backflow; no changes to image was seen. The reported complaint was not confirmed. Product analysis was unable to replicate the reported image problems. The device functioned properly throughout analysis. Procedural residue at the handle and elevator marks at the distal end indicate that the device was used. The event description describes a potential controller related issue that may have contributed to the observed problem of loss of visualization. Based on all gathered information, the complaint investigation conclusion code selected for the visualization issue is no problem detected, which indicates that the device complaint or problem cannot be confirmed. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
(B)(4).

Event description:
Note: this report pertains to two spyscope ds ii catheters and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that the two spyscope ds ii catheters and a spyglass ds controller were used in the common bile duct during a cholangioscopy for biliary obstruction procedure performed on (B)(6) 2022. During the procedure, the image from the spyscope ds ii was lost approximately five minutes into the procedure, three dots appeared, and controller was not working correctly. A second, spyscope ds ii was used; however, same problem occurred. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.